Event description:
The information initially provided by local agent indicates: date of initial surgery: (B)(6) 2020. Body part to which device was applied: right femur. Surgery description: fracture treatment. Patient information: 77 years, male, insulin dependent diabetes mellitus type ii. Type of problem: clinical problem (patient). Event description: "pain on right hip zone at 18 months from the chimaera nail implantation, in absence of trauma. From the x-rays taken on (B)(6) 2022, the breakage of the supplementary screw is noted. The patient was prescribed not weightbearing, which the patient did not carry out. Currently (july 2022) he is hospitalized awaiting nail and screw removal and implantation of right hip endoprosthesis". The complaint report form also indicates: the device failure had adverse effects on patient (loss of fracture reduction/loss of correction achieved). The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required (date not yet scheduled). A medical intervention (outpatient clinic) was required (performed in may 2022). Copies of the operative reports are not available. Copies of the x-ray images are available. Patient status:the patient is in good health condition, with pain in right hip and diabetes mellitus type ii. Manufacturer ref: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix srl. Unfortunately, also the code and batch number have not been disclosed and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. The technical evaluation will be performed as soon as the device becomes available. Orthofix srl has requested further information on the event such as: code and batch number of the device concerned, patient current state of health, availability of the device involved for the analysis and copies of the x-ray images after re-intervention. Up to date, no other details were made available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records : the device involved in this event was not returned to orthofix srl. Unfortunately, also the code and batch number have not been disclosed and therefeore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event was discarded by the hospital. It was not possible to perform the technical evaluation. Medical evaluation: the information made available on the event was sent to our medical consultant. Please find below an extract of the medical evaluations performed. "A 77 year old male patient had a right trochanteric fracture in early (B)(6) 2020. This was fixed with a chimaera nail with a fixed lag screw, a supplementary screw and dynamic distal locking. The lag screws seem to be in a good position. We do not have a lateral view of the post-op film and cannot be certain of the adequacy of the original reduction. We are not told all the details, but can assume that the patient mobilised fully weightbearing and carried on with his life. He presented in (B)(6) 2022, 18 months after the initial surgery, because of pain in the right hip. X-rays show that the supplementary lag screw has broken and the fracture is dislocating. Note that the dynamic screw has not moved since the original insertion. We have a good lateral view that suggests that the proximal fragment is rotated away from the distal fragment.the x-ray of july shows no change, not surprisingly. There is no sign of callus developing over the fracture line. This patient has an established non union of his fracture. This is a known risk of any fracture and can be related to many factors. I think that it might have been better to use a sliding main lag screw to allow fracture impaction. This fracture will not unite as it is, and there is a risk of further cut-out and fracture collapse. I think that this situation has arisen because of particular factors relating to the fracture position and implant chosen. The supplementary lag screw has broken because of fatigue failure after being loaded beyond its design criteria. The chimaera nail is designed to hold a fracture reduced while it heals; it is not designed to fix an ununited fracture indefinitely and cannot be expected to provide the same indefinite weightbearing support as a prosthesis. I do not think that there were any problems with the nail or screws". September 30 with the last information provided: "this patient started getting pain from his right hip in (B)(6) 2022; this was found to be due to a developing dislocation of his trochanteric fracture because of a non union and fatigue failure of the chimaera supplementary lag screw. I think that there was a significant period of relative immobilisation (we do not know how long) after the onset of pain and before surgery was carried out to remove the right hip implant and insert a hip prosthesis. We know that the risk of pulmonary embolism is increased by immobility and after a total hip replacement. In this case the patient was fully mobile until the sudden onset of hip pain in may, which was the result of the dislocation of the trochanteric fracture nonunion. The broken screw was a symptom, not a cause, of the non union, which will have been made more likely by the use of a fixed main lag screw at the original surgery in (B)(6) 2020, rather than a sliding screw. The pulmonary embolus will have been due to a combination of preoperative immobility and insertion of a hip prosthesis, and was primarily due to a non union of the hip fracture, and the factors arising from this". Conclusions: a technical evaluation of the complained device was not performed as the device was discarded by the hospital. Moreover, code and batch of the device involved were not disclosed and therefore it was not possible to perform the verification of the historical data. Based on the information available on the event and on the evidences deriving from the medical evaluation, orthofix can conclude that the problem that occurred is not device related. Please find below an extract taken from the instruction for use leaflet of the chimaera system: "possible adverse events. 1. Delayed union or non-union of the fracture site. 2. These devices can break when subjected to the increased loading associated with delayed union and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient's activity level will dictate the longevity of the device". In case further information and/or the device used are provided, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local agent indicates: - date of initial surgery:(B)(6) 2020. - body part to which device was applied: right femur. - surgery description: fracture treatment. - patient information: 77 years, male, insulin dependent diabetes mellitus type ii. - type of problem: clinical problem (patient). - event description: "pain on right hip zone at 18 months from the chimaera nail implantation, in absence of trauma. From the x-rays taken on (B)(6) 2022, the breakage of the supplementary screw is noted. The patient was prescribed not weighbearing, which the patient did not carry out. Currently ( (B)(6) 2022) he is hospitalized awaiting nail and screw removal and implantation of right hip endoprosthesis". The complaint report form also indicates: - the device failure had adverse effects on patient (loss of fracture reduction/loss of correction achieved) - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional suregery was required (date not yet scheduled) - a medical intervention (outpatient clinic) was required (performed in (B)(6) 2022) - copies of the operative reports are not available - copies of the x-ray images are available - patient status:the patient is in good health condition, with pain in right hip and diabetes mellitus type ii. On september 26, 2022, orthofix srl received the following information: - the supplementary screw was discarded by the hospital. Code and lot number are not available. On september 29, 2022, orthofix srl received the following information: -one month from the nail removal surgery the patient had a pulmonary embolism. The surgeons indicate that it is probably a result of the nail-implant prosthesis removal surgery, or due to the post-operative immobilization period, therefore not related to the broken screw. Manufacturer ref: (B)(4).